Event description:
The facility reports that the front clevis pin of the arm rest fell out while the resident was on the lift and being lowered into a wheelchair. The maintenance assistant was called to help remove the resident, as the armrest was pressed against the resident pinning them into the wheelchair. The facility goes on to indicate that the resident was already sitting on the wheelchair, when the pin fell out. The maintenance assistant cut the straps on the sling in order to pull the armrest away from the resident. There were no injuries to the resident.

Manufacturer narrative:
Apart from the front clevis pin, the lift has been evaluated to be working per OEM specification. The front clevis pin is held in by a set screw that is inserted vertically. For the clevis pin to fall out, it must first move horizontally a considerable amount. Before this can happen, the set screw must be removed vertically. The completely different vectors of movement of the clevis pin and set screw are incorporated into the design specifically to keep the clevis pin in place. From the lift DHR, work instructions, manual, preventative maintenance schedule, and service procedure and complaint trending, it appears that the design and production procedure and maintenance are established to prevent this occurrence. Although the current info received, as well as that out of the investigation points toward an irregularity occuring during the six months between the last service date and the date of the incident - possibly a person removing the set screw and not replacing it as indicated in the service procedure. There is currently no info available that allows the manufacturer to establish root cause of the incident with an acceptable degree of certainty. However, the manufacturer would suggest the care and maintenance personnel be retrained to the encore opi and pms. The manufacturer will continue to monitor complaint trending of the issue for possible future re-evaluation and action.